Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the hub, telescope and imaging core assembly were missing when received. Only the sheath assembly was returned 145.5cm long. Kinks were observed in the sheath assembly at 9.7cm, 12.0cm and 15.0cm from femoral marker at proximal side and 5.2cm and 35.0cm at distal side. The imaging window was necked and stretched approximately 3.5cm starting 23.0cm from the distal tip end. The guidewire exit port was lifted 1.0mm and ripped off 3.0mm long. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual or functional analysis of the returned device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional diagnostic procedure a imaging catheter became caught on placed stent. The 90% stenosed target lesion was located in the severely tortuous proximal right coronary artery (rca). Physician placed non-bsc stent in rca then aspirated thrombus with non-bsc device. The atlantis pro2 imaging catheter was advanced to the target lesion when the catheters' tip became caught on previously placed stent. The catheter was successfully withdrawn from the patent. Post-ivus was completed with non-bsc device. There were no patient complications reported and the patient status is fine.

Event description:
It was reported that during a percutaneous coronary interventional diagnostic procedure a imaging catheter became caught on placed stent. The 90% stenosed target lesion was located in the severely tortuous proximal right coronary artery (rca). Physician placed non-bsc stent in rca then aspirated thrombus with non-bsc device. The atlantis pro2 imaging catheter was advanced to the target lesion when the catheters, tip became caught on previously placed stent. The catheter was successfully withdrawn from the patent. Post-ivus was completed with non-bsc device. There were no patient complications reported and the patient status is fine.